Event description:
It was reported that the metal piece inside the anchor had completely separated from the outer silicone in two anchors. It was reported that this happened during a revision due to lead migration. The patient experienced inadequate pain coverage due to the titanium inside the silicone sleeve of the titan anchor completely separating, causing the patient's lead to migrate. The lead was replaced, and it was noted that there was lead breakage. It was reported that there was no patient injury. Additional review determined this event was also reported under MFR. Rep. # 3004209178-2012-02151. All follow-up information will be reported under this MFR. Rep.

Event description:
Additional information received reported the patient outcome as resolved without sequela as of (B)(6) 2012. It was noted that the patient was reprogrammed on (B)(6).

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial#, implanted: (B)(6) 2011, explanted: (B)(6) 2012; lead: model 3778-60, serial#, implanted: (B)(6) 2011, explanted: na; programmer: model 37743, serial# ; anchor model 3550-39, lot# n293795, implanted: (B)(6) 2011, explanted: (B)(6) 2012. Analysis of the anchor model 3550-39, lot unknown. Found that the titan anchor had separated and the silicone sleeve was breeched. Analysis of the anchor model 3550-39 lot unknown found no significant anomaly, though the titan anchor had separated. Analysis of the lead model 3778-60, lot v810576039 found that conductor #7 was broken 5.4 cm from the distal end at the electrode crimp sleeve. Circuit #7 was open.